Event description:
The pump had been off for 7 hours due to occlusion. One liter had been hung and the pump was set to deliver 65 ml/hr. 200ml were delivered in 7 hours. The pump alarm never sounded. Pt's blood sugar dropped to 44. Pt was given a bolus feeding and their blood sugar normalized. Nine days later, during a 2 hour check, the pump occluded for over 45 minutes and the alarm did not sound. There was no illness, injury or medical intervention resulting from the event.